Manufacturer narrative:
Reported experience was most likely due to the use of a battery that was not properly maintained. Complaint of observing ua2 (compression tracking error) and 21 (position change does not coincide with motor direction) was verified in the archive file. However, these user advisories were not generated when the board was tested in the lab with a manikin and with the large resuscitation test fixture (equal to a 250 pound pt). Archive file indicated that only one battery (serial# (B)(4)), which was not maintained properly, was used with the system. The battery was left in the system for a few days instead of being removed at the end of each shift and as instructed in the autopulse battery maintenance program guide. Therefore, the most likely cause for the reported event is the use of a battery that was not properly maintained. No adverse event reported.

Event description:
Customer reported that they were not able to clear user advisories (ua) 2 and 21. No adverse event reported.